Manufacturer narrative:
The distributor performed the evaluation and repair of the unit

Event description:
It was reported by the distributor that the power cord prongs were bent and damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.